Manufacturer narrative:
Citation: manolis vavuranakis. Impact of "high" implantation on functionality of self-expandable bioprosthesis during the short- and long-term outcome of patients who undergo transcatheter aortic valve implantation: is high implantation beneficial? Cardiovascular therapeutics. 2018 april 2: e12330. Doi: 10.1111/1755-5922.12330 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of high implantation on functionality of self-expandable bioprosthesis during the short and long-term outcome of patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2016. The study population included 198 patients (predominantly male; mean age 80 years), all of which were implanted with medtronic corevalve or evolutr (serial numbers not provided).   Among all patients adverse events included: high implant, moderate paravalvular leak (pvl), gradient of 17 mmhg, first degree atrio- ventricular (av) block, complete heart block (chb), left bundle branch block (lbbb), and permanent pacemaker implant. Based on the available information, there was a possible relation to medtronic product.   No additional adverse patient effects were reported.